Event description:
Information was received indicating that a smiths medical fluid warmer did not have an audible over temperature alarm and it was noted that the disposable switch was bad. This event was found during testing. No adverse events were reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked tank cover and an outdated pcb and power switch. There was wear and tear damage on the block assembly, pole clamp, and line cord. The micro switch was also bent. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (bad disposable switch/bad over temperature alarm membrane switch) was confirmed during testing. The product problem occurred because of the bent micro switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator concluded that the customer damaged the micro switch. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.